Manufacturer narrative:
Physio-control has attempted to retrieve the device from the customer however, the customer has not decided as to whether or not they will return the device for evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the internal device data, it was observed that the internal hlc batteries were intermittently depleted. Depleted internal hlc batteries could lead to the device not having the ability to power on and deliver effective defibrillation therapy. There was no patient use associated with the reported failure.